Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator (vc) reported that the patient was admitted to another hospital for treatment of a fever. A computed tomography was performed and the vc believes that the bend relief is disconnected.

Manufacturer narrative:
The report of a detached sealed outflow bend relief was confirmed via CT image. There were no reported issues from the hospital regarding the connection of the outflow graft bend relief at implant on (B)(6) 2012. Based on the MFR's investigation, we were unable to conclusively determine when the outflow graft bend relief became disconnected; however, the pt remains ongoing without any reported complications. A review of the device history records showed no deviations from manufacturing or qa specifications. Reports of disconnection of the sealed outflow graft bend relief has been addressed through the MFR's corrective/preventative action system and a medical device correction notification was issued on 02/23/2012 outlining the description of the problem, symptoms and recommended immediate and preventative actions. No further info is available. The MFR is closing its file on this event.